Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). A 3.00mm x 38mm promus premier¿ stent was advanced to treat the lesion. However, the stent was caught on the distal end of a non bsc guide catheter and it was noted that the proximal end of the stent and distal tip of the guide catheter were damaged. Everything was removed from the patient as one system. The procedure was completed with a 3.0 x 38 non bsc stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was bunched and damaged along its length and had also moved distally on the balloon. The device was returned over a 0.014 inch guidewire and through an al75 0.071 inch merit guide catheter. The guide catheter was kinked and the distal end was slit. Approximately 25 mm of the distal end of the device was exiting the distal end of the guide catheter. During an attempt at removal from the guide catheter, the stent detached from the device. The delivery system was unable to be completely removed from the guide catheter, possibly due to the damage to the guide catheter. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. A visual and tactile examination found multiple kinking on the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system during device use/handling. The bumper tip of the device showed no signs of damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). A 3.00mm x 38mm promus premier stent was advanced to treat the lesion. However, the stent was caught on the distal end of a non bsc guide catheter and it was noted that the proximal end of the stent and distal tip of the guide catheter were damaged. Everything was removed from the patient as one system. The procedure was completed with a 3.0 x 38 non bsc stent. No patient complications were reported and the patient's status was fine.